Event description:
Scheduled for robotic laparoscopic cholecystectomy. During the procedure, the surgeon noticed and stated that the ligaclip multiple clip applier was faulty. He stated that the clips would not adhere to the tissues. A new clip applier was opened and also did not work as expected as well. The surgeon was able to complete the procedure using the faulty clip applier but using most of the clips. Having to open another clip package and using most of the clips added time to the procedure to 3 hours.